Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On 09-july-2024, it was reported that the patient encountered infusion set tubing was leaking at the site. Patient blood glucose level was found to be high. Patient replaced infusion set and resumed insulin successfully. No further information available.